Manufacturer narrative:
One device was returned for analysis of complaint device had failed test and cassette sensors were not working properly. Complaint was not related to a previous repair. Functional testing was performed and the problem was duplicated. The probable cause was a faulty downstream occlusion (dso) sensor. The dso was replaced and the device passed testing.

Event description:
It was reported that the device had failed test and cassette sensors were not working properly. Event occurred during preventive maintenance testing and there was no patient involvement.